Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7284719. Medical device expiration date: 2022-10-31. Device manufacture date: 2017-10-11. Medical device lot #: 8185553. Medical device expiration date: 2023-06-30. Device manufacture date: 2018-07-04. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returne root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a 6mm x 32g pen needle (ultrafine micro) had no insulin flow during injection. Consumer also reported finding bent needles, and different pen needle lengths in the boxes.